Event description:
Additional information was obtained from a hospice care provider that this patient had expired. There was no report of any device or lead involvement with the patient's death.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific (B)(4) (bsc) received information that this right ventricular (rv) lead was associated with noise. A bsc technical services (ts) consultant and a bsc field representative reviewed episode electrocardiograms and discussed what appeared to be occasional low levels of suspected myopotential oversensing resulting in diverted episodes, with evidence of asystole. Lead measurements were stable. Ts suggested trying to re-create the noise clinically with valsalva and isometric exercises. Ts also discussed changing sensitivity to least if defibrillation threshold testing was done at the level, or implanting a separate rv rate/sense lead. There were no reports of adverse patient effects, and the lead remains implanted and in service. This lead is not included in any product advisories. Additional information was provided that there were additional episodes of inappropriate sensing causing inappropriate events. It was noted that the physician was considering options for the patient. No adverse patient effects were reported.